Manufacturer narrative:
Date of event: date is approximate with month/year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had not been feeling stimulation much all weekend except once or twice. They further described this stimulation as ¿normal therapy¿. They then reported they got in the car to go to work on the day of the call and felt stimulation but thought it might be positional. Once the patient arrived at work they were feeling stimulation go stronger and less consistently, almost like it was programmed that way. The patient noted they had already tried turning stimulation down and the patient reported no traumas or falls that could be related to the issue. The patient noted they did take a shower and the doctor was ok with that. The patient was going to follow up with the health care provider (hcp) to discuss programming. There were no further complications reported/anticipated.